Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they found that the vacuum tube is being detached while connecting with vacuum port. It results improper fixation of the system on the tissue of surgical site. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they found that the vacuum tube is being detached while connecting with vacuum port. It results improper fixation of the system on the tissue of surgical site. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The vacuum tube was observed to be disconnected and missing from the port on the device head. The vacuum tube was not returned for evaluation. Based on the returned condition of the device, the reported failure "detachment of device or device component" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25139919 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [(6683-per protocol (B)(4)) two batches of om-10000's were relabeled for india orders 25139919 and 25139899. However, both batches were documented on the same attachment 1 (label application, reconciliation, and verification form). In addition, 7 batches of c-vh.-4030 were relabeled for india orders (1704-1,1752-1,1731-1,1706-1, 1751-1,1801-1 and 1728-1), per protocol per protocol (B)(6). However, the seven batches were documented on the same attachment 1 (label application, reconciliation, and verification form). The amount sampled to perform the verification is incorrect.] Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer, they found that the vacuum tube is being detached while connecting with vacuum port. It results improper fixation of the system on the tissue of surgical site. A replacement device was used to complete the procedure. The hospital did not report any patient effects.